Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger.

Event description:
The manufacturer representative reported that when the patient placed the antenna over the implant to charge they felt a surge of energy/overstimulation in their areas of pain. A 375 error code was seen prior to the surging sensation. When the patient takes the antenna away from their body the surging sensation remained until they could manually turn it down with the programmer. It was noted that the patient charges every few days and keeps the implant full and the surging had only occurred when attempting to charge. The patient would place the antenna against the skin and get the surging before they had even pressed any buttons on the recharger. It was reported that stimulation was on when they attempted to recharge and the adaptive stimulation settings looked fine. The patient had surging once while in bed and once while they were standing. Impedance measurements were taken and found to range from 897 to 1201 ohms on different reference electrodes. There were no recent medical tests or electromagnetic exposure and no traumas or falls reported that could be related to the issue. The indication for use was spinal pain. Additional information received from the consumer reported that there were no additional diagnostics or testing done and the technician only made adjustments. The patient stated that the replacement antenna did not resolve the surging sensation and within a week it got worse and they did not believe the antenna was the problem. The cause of the overstimulation was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.